Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: product code #: fgs-1000. Synthes lot #: 21e007. Supplier lot #: 21e007. Released to warehouse: (B)(6) 2021. Supplier: (B)(4). A nonconformance was generated during production for 2021. The product was dispositioned as an order in which it was thought that the received quantity does not match the physical quantity. The po receipt states that (B)(4) were received, as " each ". After further review and a physical count of the product, the quantity is correct. There are 4 large boxes containing 17 smaller boxes with 5 pieces in each, which equals (B)(4). Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: g1 - manufacturing site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D3. G1 - manufacturer contact.

Event description:
It was reported that on (B)(6) 2021,the patient underwent for a surgery. During an open reduction internal fixation of ankle, the drill bit from fibulink kit broke while drilling over the wire. The larger part of the drill broke off in the tibia and stayed there. There was no surgical delay. The procedure was successfully completed with no patient consequences. This complaint involves one (1) device. This report is for (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.